Manufacturer narrative:
Pump was received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 156 mg/dl. The customer states that the threads around the reservoir are broken off. Troubleshooting was performed for damage and was advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.